Event description:
Customer reported a visit to the emergency room followed by hospitalization due to issues related to diabetes management while using the pump for insulin therapy. The highest recorded blood glucose level was 435 mg/dl. The patient experienced high ketones, which were not deemed dangerous or life-threatening, and no permanent injury occurred. Troubleshooting revealed no pump or cartridge issues, and treatment with IV fluids and insulin successfully resolved the high blood glucose level. The customer has not been released from the hospital at this time. As a goodwill gesture, the pump was replaced, and a follow-up training session was offered to ensure proper usage.